Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that no symptoms related to high blood glucose. Customer was unable to complete carelink upload. Customer stated when admitted to the hospital they had taken insulin pump off and now they want to put it back on to see if its working and the sensor is not communicating with insulin pump. The device will not be returned for analysis.